Manufacturer narrative:
(B)(4). The insulin pump passed the idle current measurement test, run current measurement test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. The insulin pump was unable to vibrate during the self test due to broken vibrator black wire. The insulin pump was received with no battery installed. The insulin pump was received with minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the customer passed away in a rehabilitation center. The cause of death was from a brain bleed. The customer's blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected for over 48 hours once they were admitted into the intensive care unit. The insulin pump will be returned for analysis.

Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.